Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the non dependent patient was presented in the clinic for a follow-up when the right ventricular lead exhibited decreased sensing and high capture threshold. The physician extracted and replaced the lead. The patient was stable before, during and after the procedure.